Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, it was reported by a hospital representative that the vns patient went for a battery replacement surgery on (B)(6) 2010 due to eos. The explanted generator was returned to the manufacturer for product analysis which completed on 04/05/2011. Product analysis confirmed that the generator was at dos. However, the supply current tests did not meet functional specifications as measurements showed an increased current consumption for the device, potentially contributing to a premature end of life condition. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. Cause for the c6 capacitors increase in leakage could not be determined. A battery life estimation resulted in 0.86 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. If additional information is received, it will be reported.